Manufacturer narrative:
Date of the event is estimated. An inoperable implant due to not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient lost their charger and did not charge their ipg as recommended making the ipg inoperable. Surgical intervention took place in which the ipg was explanted and replaced. Therapy was restored.